Event description:
It was reported that the device was stuck with the guidewire. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device was stuck with the guidewire. Consequently, the catheter and guidewire were removed as a single unit and the guidewire was able to be removed from the catheter outside the body. The procedure was completed with another of the same device and there was no patient injury reported.